Event description:
Patient was hooked up to ivf with a chemo ivf line that had a phaseal optima device on the end per policy. Approximately 2 hours into the infusion, the device disconnected from the patient's mediport line. Pump alerted and beeped "occluded" line was cleaned appropriately and ivf line reattached to patient.